Event description:
Catheter in pt for thirteen days. Nurse made note that catheter occluded five or six times, each time the dressing was changed. The catheter was removed from the pt and no new catheter was inserted. There was no negative pt outcome.

Manufacturer narrative:
The malfunctioning device was returned to vygon us, and was then forwarded to vygon (B)(4) (manufacturer) for device evaluation and complaint investigation. The results of the investigation are still pending. Results will be forwarded to FDA via a follow-up MDR upon investigation completion.